Manufacturer narrative:
Date sent to the FDA: 07/20/2007. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a total pelvic floor procedure and an obturator sling procedure in 2006. Following that, the pt developed pain suggestive of left-sided sciatica radiating to the foot. The pt also complained of midline, posterior apical vaginal pain aggravated with intercourse. The pt was evaluated by a neurosurgeon who ordered an MRI. The results of the MRI did not show any spinal damage which ruled out any sciatic nerve damage. The surgeon suspected an irritation in the sacrospinous ligament which may have been caused by the mesh. The pt has undergone physical therapy and two epidural injections without relief.